Manufacturer narrative:
Product complaint #: (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the instruments are broken.

Manufacturer narrative:
Product complaint (B)(4). Investigation summary: an analysis of the product could not be performed, since a physical sample was not received for evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information, monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. However, if the product is received at a later date, the investigation will be updated as applicable.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H10 additional narrative:  added: b5, h6 (impact code) if information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Corrected: b3, h6 (medical device problem code) h6 medical device problem code: break (a0401) is used to capture broken (2+ pieces): intraoperatively.

Event description:
Additional information received indicated that there was a small section (approximately 4mm x 8mm) on one side of the trial that had broken away leaving a rough surface edge behind. The device broke into two or more pieces but the piece that broke away was fairly small and was disposed of during surgery. There was a surgical delay by a couple of minutes while the surgeon explored the incision to be sure there were no more pieces. No adverse consequences and the event happened during surgery.